Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The aortic neck was 20 mm in length with an angulation of 80 degrees and it contained thrombus. The distal iliac arteries were ectatic bilaterally and contained 20 ¿ 30 % thrombus. It was reported that after the stent grafts were implanted the physician initially thought there was a type ii endoleak. No intervention was performed. Upon further evaluation approximately one month later, the physician stated that he believes the endoleak is a proximal type I endoleak. The decision was made to not perform any intervention at this time and the physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (angulated aortic neck); unapproved use of device (stent graft was implanted in a patient with a greater than 60 degree aortic neck angulation). Conclusion: inherent risk of a procedure (endoleak); device failure related to patient condition (angulated aortic neck); off ¿label, unapproved or contraindicated use (stent graft was implanted in a patient with a greater than 60 degree aortic neck angulation).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The patient presented to the hospital with a possible endoleak and ruptured aneurysm. A CT scan was done and no endoleak was observed. An exploration surgery was performed and the stent graft was explanted, however, the patient expired. Per the physician, the cause of event was unknown.